Manufacturer narrative:
Serial numbers: (B)(4). For 1 of the 2 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported event. To resolve 1 of the reported events, the o2 flush button was replaced. For 1 of the 2 reported events, the hospital biomedical engineer troubleshot this reported fault with ge healthcare technical support. The flow sensors were replaced, and the unit was returned to service.

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that model 1009-9000-000 anesthesia gas machine experienced a sticking mechanical problem. 1 unit was reported for the units o2 flush button remaining depressed when released, and 1 unit was reported for the mylar flap on the flow sensor sticking to the top of the flow sensor housing. Of the 2 events, 2 did not involve a patient.